Event description:
It was reported that the patient had three implantable neurostimulators (ins), one of which had a fractured wire. This ins was not connected to a lead or extension at the time of the report. The patient had a loss of efficacy unrelated to stimulation therapy; he was experiencing light headedness, dizziness, and hypoxia. These symptoms were believed to be device related and the patient was admitted to the hospital the day prior to the report. The reporter tried to reach out to both physicians involved with the patient, but both were ¿clueless.¿ the patient outcome was not reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).